Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2016-00098.

Event description:
Allegedly, a 6x15 g force screw was being implanted when it got stuck on the driver and would not release. Had to pull out and replace with 8x25. Resolved: had to use 8x25 screw.